Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 171 mg/dl on patient's compact plus meter (system 1) and 92 mg/dl on patient's friend's compact plus meter (system 2). No serious injury reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(6). Device is unavailable for return.